Event description:
It was reported that one month after the stent was deployed without difficulty in the proximal lad, the pt presented with the symptoms of an impending infarction. "Cag" was performed, and some thrombosis was observed angiographically at the mid lad. The pt's symptoms were resolved, and no treatment was administered. Four days later, similar symptoms were observed and a second "cag" was performed. Thrombosis was again observed at the mid lad. An unexpected stent was observed in the mid lad; this stent was believed to have migrated from the proximal lad. The pt was reportedly scheduled to undergo CABG. The physician was reported to comment that they did not feel any resistance during the initial deployment of the stent, and did not notice the separation of the stent.